Event description:
Pt went into emd. When he began to show pattern of fibrillation, 2 successful countershocks were delivered then. Defibrillator failed to fire three attempts, then staff got another unit. On last attempt, unit fired, but staff saw smoke and sparks. Do not know if defibrillator was plugged into wall socket. Unable to find cause of problem.